Manufacturer narrative:
Block h6 (device codes): imrdf code a150103 captures the reportable event of bands premature deployment. Block h6 (device codes): imrdf code a050501 captures the reportable event of bands failure to deploy. Investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review of the band ligation was completed and confirmed that the events of bands premature deployment and bands failure to deploy were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the bands premature deployment and bands failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific determines that the most probable cause is "cause not established".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a treatment for esophageal varices performed on (B)(6) 2026. During the procedure, a first ligator failed to deploy a band. A second ligator was setup, when the endoscope was reinserted the second ligator released two elastic bands simultaneously and then nothing happened. There were no patient complications reported as a result of this event. This report pertains to one of the two devices used during the procedure; this entry specifically refers to the second device used, which corresponds to the failure modes "premature deployment" and "failure to deploy".